Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the sheath was allegedly difficult to remove. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 6.5fr introducer peel-apart sheath was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A small space was observed between both sides on the t-handle. An attempt to peel the peel-apart sheath was performed and was successful. Resistance was felt during attempt. The sheath was only partially peeled. The manufacturing site evaluation cites; a fold was observed in the body of the sheath just below the junction with the t-handle. Visual evaluation of the additional images provided for evaluation showed the skiving dimension which was within specification. Therefore, the investigation is confirmed for the reported difficult or delayed separation issues as per the sample evaluation, resistance was felt during attempt. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (device, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a port placement procedure using powerport isp ti 6f chronw/osh. It was reported that during a port placement procedure, the sheath was allegedly difficult to remove. There was no reported patient injury.